Event description:
The customer reported that the 12-lead ECG only showed lead ii. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.